Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2.1, 2.2, 3.2 cubies were failed to show on screen. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to dispense medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1, 2.2, 3.2 cubies were failed to show on screen. A field service engineer (fse) had identified that multiple cubies had not been appearing on the cubie map but had been visible in hardware test application. The fse manually removed the cubie pockets, cleaned the debris under the cubies, and had the customer load new cubies. After completion, no further issues had been observed. The system functioned as intended after the field service engineer repaired the device.